Manufacturer narrative:
The evaluation of the instrument confirmed that pieces of insulation were stripped on the shaft. There is a large area approximately 8mm x 2mm with bare metal exposed where the insulation is missing. The other piece is approximately 1mm x 1mm. A possible cause for this kind of damage is the instrument coming into contact with the sharp edge of a trocar or another sharp instrument.

Event description:
Allegedly, during a robotic cholecystectomy procedure, pieces of insulation came off inside the patient. The doctor used another instrument and completed the procedure with no injury to the patient. Hospital reported that the insulation pieces were recovered and there was no injury to the patient.